Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2015 and performed to specification up to the (B)(6) 2015. The device records multiple 10 minute manual power ups on the (B)(6) 2015 and continued up to the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. An increase in voltage suggests a further pad-pak was installed with the device passing a self-test on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted and the device passed a self-test. The device prompted child patient, this would indicate a fault. Investigation found the reported fault can be attributed to component failure. This resulted in an excess current drain and would account for the multiple manual power ups recorded. This depleted the returned pad-pak which resulted in no status indicator flashing. During the investigation the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. This would indicate a failure of the reed switch. The reed switch is tested at final test before leaving heartsine, it can therefore be concluded that the reed switch failed after dispatch from heartsine. The reed switch was replaced during testing and the device gave the correct voice prompts. The device was capable of delivering therapy in this mode however the shock energy may have been reduced for higher impedance patients due to the device powering up in pediatric mode.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.